Manufacturer narrative:
The device was returned for inspection where the customers allegation was confirmed. A replacement power supply was sent tot he customer to resolve. The connex spot monitors are intended to be reused by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body¿s temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional although there was no adverse event reported, this issue would be likely to cause or contribute to a death or serious injury if this were to recur.

Event description:
Customer reported when connecting the power cord to the ac adapter, there was a sizzling and cracking electrical sound, and the end of the cable was charred.